Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 20.0 mmol/l and 8.7 mmol/l on the accu-chek mobile system. Additional back-to-back tests were reportedly performed with results of 19.2 mmol/l and 7.7 mmol/l. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect device for evaluation.

Manufacturer narrative:
The event occurred in (B) (6).